Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting the v60 ventilator alarmed with a low air leakage message. The device was in clinical use. There was no report of harm. The customer reported the tidal volumes could not rise as expected due to the issue. Replacement of patient circuits did not resolve the issue. A philips authorized service provider (asp) confirmed the issue of low tidal volume with the customer. The asp concluded the air flow sensor was at fault, however, the customer elected to have the device repaired by a third-party vendor. Repair details were requested but not provided. The device is confirmed to be operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.